Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed the actuator is in its post t1 deployment position indicating a deployment of t1. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. The reported failure mode cannot be confirmed. No additional actions are warranted at this time. (B)(4).

Event description:
It was reported that during a procedure using a fast fix 360, the t1 and t2 anchors simultaneously deployed. The surgeon had to cut off the suture with the knot pusher device. The procedure was completed successfully using a back up device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Please disregard the cover letter that was submitted as an attachment on the initial medwatch report, as it was attached in error. This report is not part of the remediation activities.